Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the tape was not sticking after it snagged a couple of times on (B)(4) 2026. No further information available.